Manufacturer narrative:
(B)(4). A wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The clear outer sheath was severely accordioned and kinked. A section of the inner shaft was folded over itself within the clear outer sheath. The device was dissected and the inner shaft was found to be kinked at multiple locations. Functional analysis found that the stent was unable to be deploy; however, it was possible to manually deploy the stent by pulling the outer sheath. No other issues were identified during the product analysis. The damages noted with the returned device are consistent with the application of excessive force. The cause of the reported device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on march 01, 2016 that a wallflex¿ biliary rx stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the stent failed to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. This event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed .